Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, low impedance and high thresholds. The lead was capped and replaced during a routine device change out procedure on (B)(6) 2016. The patient was in stable condition post procedure.